Event description:
It was reported pruitt f3 carotid shunt balloon was not able to inflate.

Manufacturer narrative:
The product was returned for evaluation. The reported problem was confirmed. There was a puncture at the connection of the inflation arm to the main inflation lumen. When fluid was injected into the inflation lumen it leaked into the main lumen instead. The cause is due to an assembly error. During formation of the inflation port in the main shunt lumen the probe used to create the port was inserted at too steep of an angle and punctured the wall that separates the inflation and blood lumens. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.